Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating.the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 75 mg/dl.